Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician described two events involving the sphere-9 ablation catheter. In the first case, the patient underwent a procedure and was discharged from the hospital with no complications. One week later, the patient presented with nausea, vertigo, hiccups, and altered sensation or function in the left hand, specifically noting that holding a soda can in the left hand felt different. Magnetic resonance imaging (MRI) confirmed a small subacute infarct in the right lateral medulla. In the second case, the patient underwent a procedure that included a concomitant pulmonary vein isolation (pvi) with watchman implant. Upon waking from the procedure, the patient experienced confusion, right arm weakness, and vision changes. MRI revealed multiple acute small ischemic infarcts in the bilateral cerebellar hemispheres, right frontal white matter, bilateral parietal lobes, and bilateral occipital lobes, with the largest infarct located in the left occipital lobe, findings likely related to a thromboembolic phenomenon. The patient was discharged from the hospital a couple days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5: event description correction h2: the following annex codes should be considered redacted from this event: ime (annex e) e010701 confusion/disorientation ime (annex e) e1621 muscle weakness/atrophy ime (annex e) e0839 visual impairment imf (annex f) f1901 additional surgery imf (annex f) f08 hospitalization or prolonged hospitalization the initial regulatory report inadvertently captured two patient procedures within one b5 description of the event. The second case had already been captured via medwatch/regulatory report # 2182208-2025-03220. This case exists to capture the first patient exclusively, in which the patient experienced nausea, vertigo, hiccups, and altered sensation in left hand. As such, the codes in this event also reflect the first patient experience. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were two separate patients/cases that experienced stroke symptoms. In the first case, the patient presented one week post procedure with stroke symptoms that included nausea, vertigo, hiccups, and altered sensation in the left hand, and magnetic resonance imaging (MRI) showed "small subacute infarct right lateral medulla." The patient did not require hospitalization or any medical/surgical intervention. The second case has been reported in a separate complaint record.